Event description:
The generator presented with low output current, the patient indicated that they felt the device stimulating still. Follow up communication stated that the patient did not feel their magnet stimulation. A review of available generator data was performed and a reed switch issue was identified with the generator. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.